Event description:
A consumer reported that she is experiencing blurry distance vision, seeing a half moon on the right side of her vision and focusing causes shaking following intraocular lens (iol) implant surgery. She added that she had a dilated eye exam and was told "everything is good." In a follow up, the consumer stated that at her follow up appointment the surgeon mentioned that he would like to run other tests and discussed the possibility of "tweaking" her vision. According to the patient, her concerns about the dark shadow off to the side and the shaking of the lens were not adequately addressed. Subsequently, the consumer sought the opinion of a second surgeon who informed her that the current iol made her more nearsighted, which is causing her to not see very well. He suggested an iol exchange or a piggyback lens to correct this. He explained to her that the shadow she sees is actually dysphotopsia which is caused by anatomical factors. The consumer stated she will be returning to the second surgeon for further treatment. All the request of the consumer, the implanting surgeon has not been contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted for additional information. (B)(4).